Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after upgrading the site stealth to 2.2.8, the system would no longer connect with the site imaging device. It was indicated that the engineer ruled out hardware (bulkhead, ethernet cable) as the system verified communication successfully with the o-arm with the setup he had before upgrading to 2.2.8.

Manufacturer narrative:
Other relevant device(s) are: software 9733763 synergy cranial s7. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was related to the bulkhead or ethernet cable of the imaging device. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after upgrading the system from 3.1 to 3.1.1, the system would not longer connect with the site's imaging device. The medtronic representative (mr) ran the linux command for pulling ip, subnet, and gateway. The ip, subnet, and gateway all matched what he had configured in the network setup in admin. The mr ruled out hardware (bulkhead, ethernet cable) as the system verified communication successfully with the imaging device with the set up he had before upgrading to 3.1.1. Technical services (ts) then had the mr run the network card test on the navigation device, which returned error "no such device". Upon looking into the network card test command sent, the mr had a typo which resulted in it returning "no such device". The mr later reported that the issue was related to the bulkhead or ethernet cable on the imaging device. There was no patient present when this issue was identified.